Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. It also had a scratched display window and cracked display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she had the device in her bra and it may have been exposed to sweat. Customer's blood glucose value was 12.5 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.